Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported heat damage, which was observed during physical inspection. Evaluation observed damage to the front case from excessive heat due to radio printed circuit board (pcb) / flex assembly failure caused by fluid intrusion. This failure mode renders the unit unrepairable and therefore, no parts were replaced. (B)(4).

Event description:
It was reported that a spectrum pump had burn/heat damage. It was also reported there was no patient involvement.